Event description:
Info regarding the add'l events reported to sjm by this hosp indicated some of the pts had diabetes, all experienced symptoms of shortness of breath and angina, and diagnostic angiograms were performed on all. It was reported the surgeon had indicated the vein grafts were vulnerable to "other factors", which may cause grafts to close. This surgeon is no longer using the smaller sized aortic connectors and no add'l info was rec'd.

Event description:
This patient had two vein grafts anastomosed with aortic connectors. It was reported both grafts had "moderate to severe" stenosis at the anastomosis site and pci was performed; however, it is unknown if reintervention was performed on both vein grafts. It was also reported the implant procedure occurred without incident and the antiplatelet regime the surgeon prescribed was "not consistent"; however, all of his patients were on aspirin. Additional information was unable to be provided by the hospital; however, information has been requested from the surgeon.